Event description:
The customer reported that, during preparation for use, the fixing force for the eyepiece lens was weak from top to bottom. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the left and right eyeshades were torn. This report is being submitted for the malfunction found during evaluation (torn eyeshade). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the left and right eyeshades were torn. The reported event (weak fixing force) was confirmed during testing. The tilt ability was weak and it was drooping under its own weight. A review of the device history record found no deviations that could have caused or contributed to the torn eyeshades. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the event was due to long-term use and handling. In addition, since the eyeshade was partially torn, it is presumed that it was caused by repeated actions such as partially pinching and pulling the eyeshade. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.